Event description:
It was reported by repair work order that the customer alleged that the patient-foot end brake/steer pedal is broken off the stretcher. . However, the brakes were still holding on the head-end. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported